Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107 and 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was contaminated, damaging all pins and causing the service codes. The root cause for the damaged could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service code 107 (multiple abnormal shutdowns) and 204 (belt/monitor unusable).